Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigation summary : the product was returned to eth for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the strap25 device was returned with no apparent damage, and the foil was returned along with the instrument. In an attempt to replicate the reported incident, the provided device was activated manually and in the next actuations, no straps were fire even though the device was being actuated on several occasions. Upon disassembly, the prongs of the fork were found to be deformed, causing the firing issue; nineteen (19) straps were found inside the cannula shaft. The event was confirmed to be related to improper use of the device, possibly due to firing into bone or another hard surface, which rendered the device unusable. The instructions for use state that a minimum tissue thickness of 6.7 mm is required when applying the fastener over underlying bone, vessels, or viscera. Each device is visually inspected and functionally tested during manufacturing to ensure it meets required specifications prior to shipment. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ please clarify, what was the issue experienced (please choose one): - did the device jam? - was the trigger depressed but no straps were deployed? - were the straps deployed but not adhering to tissue or mesh? ¿ if none of the options above apply, please elaborate on the issue experienced with the product: attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned

Event description:
It was reported that a patient underwent an unspecified procedure on (B)(6) 2025 and absorbable straps were used. Presenting multiple failures in shooting the clamps on the screen. There was no delay in surgery and the procedure was successfully completed without fragments generated. No patient involvement. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Our failure analysis lab received an extra product with reference to this complaint, it was received: product code: (2) strap25. Product lot #/batch: 105umt. Received at cg labs on 10/8/2025. 1. Could you please clarify if extra device belongs to this complaint? 2. If not, could you please clarify if the extra received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.